Event description:
It was reported that the patient presented to the hospital after they experienced dizziness that followed an unrelated fall. An interrogation of the device revealed high pacing impedance that resulted in a polarity switch. Also noted were recorded episodes of high ventricular rate caused by over-sensed noise and intermittent capture. Lead fracture was suspected. The patient was scheduled for explant and the lead was replaced. The patient was stable.